Event description:
It was reported by dealer that the joystick is surging on the (B)(4) power chair. While the client was in his chair on a ramp the chair surged to where the client was almost thrown of his ramp.